Event description:
It was reported that the zimmer dermatome was not cutting smoothly. Follow up with the customer indicated that there was no report of pt injury associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 13 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Upon arrival, the device displayed damage to the head, control bar and width plate. Prior to repair the unit was out of calibration at the zero thickness setting. Damage to the device most likely caused customer's event to occur. Improper handling by the customer most likely caused the damage to the device. The device was serviced and returned to the customer.